Manufacturer narrative:
Pump received with button error alarm due to corroded keypad traces. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 165 mg/dl. Troubleshooting was not performed. The device was returned for analysis.